Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient has had an ongoing stoma site infection since june. The patient was on unknown oral antibiotics for the infection. On (B)(6) 2022, the patient experienced stoma site redness and oozing, and was prescribed oral augmentin for 5 days. On an unknown date, it was reported that the patient experiences excoriation with purulent ooze from the stoma site which has not been resolved with the antibiotic therapy.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.